Event description:
A customer contacted beckman coulter inc., (bci) regarding a discrepant negative total bhcg (tbhcg) result and a positive dil-bhcg result generated by the unicel dxi 800 access immunoassay system for one patient. Neither result was reported outside the laboratory. The results crossed clinical diagnostic reference ranges. No effect to the patient was reported.

Manufacturer narrative:
Qc was within the specifications before and after the event. Based on available information, a field service engineer (fse) was dispatched; however, service notes are pending to date. No additional information was provided regarding this event. A definitive root cause has not been determined to date for this event.